Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards affiliate in (B)(4), during a transfemoral tavr, a commander delivery system ¿got stuck¿ in the esheath, and the balloon was found to be torn before valve deployment. And post valve deployment, symptomatic cerebral infarction (ci) developed. A 14fr esheath was inserted smoothly and balloon valvuloplasty was performed without any problem. The delivery system was prepped and a 23mm sapien 3 valve was crimped as usual. When the delivery system was inserted into the sheath, it ¿got stuck¿ and would not advance anymore. The valve assembly was retracted through the loader. The sheath was exchanged from 14fr to 16fr. The delivery system was able to be advanced without resistance after changing the sheath. After crossing the native aortic valve, the physician noticed that blood was visible in the inflation device and the balloon ruptured or tore. The s3 valve was deployed as it was by repeating inflation and deflation three (3) times. The valve appeared not fully expanded, the center was slightly narrowed. The valve was post-dilated with a 23mm balloon, which resulted in trivial paravalvular leak. The delivery system was retrieved through the sheath successfully. Following removal, it was found that the balloon tore at the connection with the balloon catheter, it was not a balloon rupture. Post procedure, although the exact timing was unknown, the patient developed the symptomatic ci. Per medical opinion, it was unknown at all why the delivery system did not pass through the sheath even though there was no calcification with mild tortuosity in the access vessel. The cause of the stroke was possibly thought to be embolization of plaque, air embolism from balloon or low blood flow of the cerebral artery by rapid pacing.

Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients.  After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the stroke cannot be definitely determined; however, in addition to the mechanisms described above, it was reported that embolization of plaque, air embolism from balloon or low blood flow of the cerebral artery by rapid pacing were potential causes.  However, there were no reports of seeing any air bubbles during the tavr.  Therefore it is more likely the cause of the stroke is related to the mechanisms described above.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The device was returned for evaluation. The delivery system was returned with the full loader assembly over the flex shaft and with the atrion inflation device attached to the balloon port of the y-connector. The returned delivery system was visually inspected for abnormalities. The following were observed: kink in balloon shaft due to packaging, two pinholes observed on crimp balloon and gouges on flex tip. Balloon double wall thickness measurements were taken at locations both proximal and distal to each pinhole. Balloon walls that are too thin can cause the balloon to be more susceptible to damage and holes, and may be indicative of a manufacturing nonconformance. These measurements are all within specification. Functioning testing was performed and fluid loss at the pinholes were confirmed. A device history review was performed and did not reveal any issues that could have contributed to this complaint event. A lot history review of the relevant work order was performed and revealed no other complaint relating to balloon ¿ leakage. Review of complaint history revealed that the occurrence rate did not exceed the march 2018 control limit for the commander delivery system trend category ¿leakage¿. No instructions for use (IFU) or training deficiencies were identified. Inspections during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for balloon - leakage was confirmed. Functional testing saw water leaking out of two pinholes in the crimp balloon over the crimp markers as stated in the complaint description. Visual inspection of the crimp balloon confirmed that there were two pinholes on the crimp balloon. Dimensional inspection of the crimp balloon showed that the double wall thickness was within specification. Review of available information (complaint history, lot history, and DHR review) was unable to identify any evidence of manufacturing nonconformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. The patient was reported to have an mld of 4.8 mm in the access vessel with mild degrees of tortuosity and calcification. A 14f sheath is indicated for use with a minimum mld of 5.5 mm, and the 16f sheath is indicated for use with a minimum mld of 6.0 mm. The smaller mld of the patient (4.8 mm) could have increased frictional forces when the delivery system was pushed through the sheath. Calcification and tortuosity of the access vessel then could have compounded the issue of having a smaller mld than recommended for the 14f esheath. The increased frictional forces in a mildly tortuous anatomy may have caused the valve apices to puncture the crimp balloon during delivery system insertion through sheath. Because there was no difficulty reported with de-airing the device, the pinholes were likely not present out of box. Therefore, with the given information, patient factors (small mld and tortuous, calcified vasculature) and procedural factors (forcing the delivery through smaller esheath instead of stopping at the first signs of hard resistance) may have contributed to the complaint event. However, a definite root cause cannot be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon - leakage was confirmed through visual inspection and functional testing of the returned device. With the given information, patient factors (small mld and tortuous, calcified vasculature) and / or procedural factors (forcing the delivery through smaller esheath instead of stopping at the first signs of hard resistance) may have contributed to the complaint event. However, a definite root cause cannot be determined at this time. Review of complaint history revealed that the occurrence rate for the trend category ¿leakage¿ did not exceed the march 2018 control limit. Since no manufacturing nonconformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required at this time.